Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the customer experienced fluctuating blood glucose (bg) levels ranging from the 40s mg/dl to over 400 mg/dl; cause was unknown. Due to the fluctuating bg levels the customer was "unconscious at time the ambulance arrived." Customer was transported to the emergency room and was subsequently admitted into the intensive care unit and treated with intravenous fluids of saline and insulin. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.